Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 11 years and (B)(6) ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the patient presented with a hematoma on their back and down the left leg approximately one month ago. Upon reviewing a non contrast CT scan, it appeared that there was a stent graft migration of 15 mm distally with a type I endoleak. An angiogram was performed. The aortic neck was about 28mm in diameter at the renal arteries. The decision was made to implant an endurant (B)(4) below the renal arteries. After ballooning there was still a proximal type I endoleak. There was minimal; therefore, the decision was made to place another 32 mm diameter endurant cuff. This was placed 10-15 mm below the previous one in order to improve the distal purchase/overlap. After deploying the aortic cuff, the delivery catheter could not be removed from the patient. After releasing and recapturing the tip capture, and looking in several views, it eventually became apparent that the delivery system was through one of the suprarenal struts of the first aortic cuff that was placed. After the first cuff was deployed, the archer wire came down, and when it was re-advanced, it went between one of the suprarenal struts and the aortic wall. The spindle could not be advanced through the graft because it was up against the apex of the strut, and likewise, the top cap would not come down through the strut for the same reason. Multiple attempts were made to snare the strut in order to keep it in a horizontal position in an attempt that it would move the delivery system away from the apex so that the tip capture could be recaptured. This was unsuccessful. It was not possible to remove the delivery system. Due to patient's age and condition open conversion was not considered. The physician cut the delivery system and was able to remove the spindle and everything except the top cap (nose cone) and the remainder of the wire lumen attached to it. He then reinserted a large sheath; at this point he made a few attempts to snare the top cap, but decided that because of the contrast load and radiation, it would be better to leave it in there. The wire and top cap were pushed to where it is in the descending aorta. He modelled the stent grafts with a balloon. The endoleak was found to have resolved. The patient had a large hematoma and hemoglobin ranging from 7 to 9 before he made it to the cath lab and was in a difficult state. The physician was not sure if the type I endoleak was the source of the hematoma. The patient's blood count eventually became stable. The patient was brought back and the nose cone was successfully removed form the patient. No additional clinical sequelae were reported.

Event description:
It was reported that the physician attempted to snare the tip through the arm the next day unsuccessfully. The tip remains in the patient. The patient is doing fine and with his advanced age and comorbidities, the physician believes further intervention is not a good idea.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).